Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The following was reported via medwatch (B)(4): a stryker drill bit broke and within the body of the medial calcaneus during the procedure. The drill bit was noted to be within the substance of the bone and was left in place. Original intended procedure was revision of right ankle arthrodesis with repair of nonunion of fusion site, removal of deep hardware right ankle, tibial autograft to right ankle arthrodesis site.